Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect(s) of angina and arrhythmia are listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2015, the patient was hospitalized for chest tightness. A 2.5x38mm xience xpedition stent was implanted in the proximal left anterior descending (lad) coronary artery. The patient was discharged on (B)(6) 2015. On (B)(6) 2015; the patient was re-hospitalized for chest pain. Medicine was given. The patient was discharged on (B)(6) 2015. On (B)(6) 2015, the patient was re-hospitalized for intermittent chest tightness. Medicine was given. The patient was discharged on (B)(6) 2015. On (B)(6) 2015, the patient was re-hospitalized for chest tightness. Medicine was given. The patient was discharged (B)(6) 2015. On (B)(6) 2015, the patient was re-hospitalized for intermittent palpitation. Medicine was given. The patient was discharged on (B)(6) 2015. No coronary angiography was performed. Per physician, the relationship between the events and the device is not known. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4).

Event description:
Subsequent to the initial 30-day and follow-up # 1 medwatch report, the following information was received: on (B)(6) 2019, the patient was re-hospitalized for cardiac pain and received medical treatment. The patient was discharged after recovering well on (B)(6) 2019. Per physician, the relationship between the event and the device is not known. There was no additional information provided